Event description:
It was reported that while hospitalized a patient utilizing baxter peritoneal dialysis (pd) products developed an infection and had to remain in the hospital longer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).